Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that it was difficult to insert and remove pins from the quick coupling device. There was a two minute delay to the surgical procedure. There was no spare device available for use. It was reported that the surgery was completed successfully. There was patient no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in march 2014. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 27, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the clamping components that secure the wire were worn. The assignable root cause was determined to be due to normal wear on mechanical components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.